Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump clock loses time and is 5 minutes off. The customer¿s blood glucose level was unknown. The customer also reported scratched display, had a rain bowing effect, battery life is diminished, had rejected new batteries a few times and given multiple random no delivery alarms. Infusion sets fall off after taking a shower. The device will not be returned for analysis.